Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the product code and lot number? Unknown how many times did the suture separate from the needle? Unknown how many times did this occur during 1 procedure? Unknown

Event description:
It was reported by veterinarian that an animal underwent an unknown procedure on (B)(6) 2016. During the procedure it was noted that the needles are falling off of the suture. There was no adverse patient consequence reported. Additional information has been requested.